Event description:
Lap chole: "dr. (B)(6) said that the 5 mm trocar was leaking with and without instruments inside the trocar. He used a ctb03 & cts02. Neither dr. (B)(6) or the staff identified which 5 mm cannula or seal was leaking, but gave me both. I'm sending both of them back for examination. I was not present at the case both verified with the surgeon and staff that the leaking was coming directly out of the seal and not at the port side." Type of intervention: sufficient pneumo-peritoneum could not be maintained and the case was converted to open.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.